Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that the flap was a slightly sticky lift but should not account for the tearing of the hinge, therefore a suture and a bandage contact lens were placed inferior to the hinge as an anchor part in the patient left eye, during lasik surgery. The surgeon feels the elderly patients corneal was not in the best condition. There are two related reports for this patient. This report addresses the patient's initial ml left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the surgery date. Latest preventive maintenance and confirmed that device met specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows two successfully performed treatments. The logfile shows that the beam control check was performed about two minutes and four seconds before the start of the treatment and not immediately before the treatment. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The reported elderly patients cornea was not in the best condition represents a contributing factor for the reported event. No technical root cause was identified as the product was found to be within specifications. Most probable root cause is patient's previous condition. The manufacturer internal reference number is: (B)(4).